Event description:
Reporter stated that pt was found in the kitchen, on the floor, sweating profusely. Reporter tested pt's blood glucose, on the advantage system, and obtained a result of 147 mg/dl. Based on pt's symptoms, reporter phoned emergency medical services. Upon their arrival, 15 minutes later, pt's blood glucose measured 40 mg/dl on paramedics' device. Reporter stated that pt was treated with an intravenous glucose solution, after which blood glucose reportedly measured 250 mg/dl (on paramedics' device). No add'l treatment was received. The hypoglycemic event occurred in pt's home. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.